Event description:
It was reported that patient is experiencing incontinence with his artificial urinary sphincter (aus). Device was placed in 2013. Patient was told by a urologist that to fix the problem the whole system would have to be replaced. Should additional information become available, a supplemental report will be submitted.